Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported via follow-up, that during this same revision, the rv lead pin was able to be placed into the correct rv coil port. The setscrew was re-engaged, and there were no further issues. The lead remains in use.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and high rate non-sustained episodes. It was also noted that the rv lead exhibited oversensing. The lead remains in use. No patient complications have been reported as a result of this event. 2024-04-08, it was further reported that the lead exhibited high pacing impedance and was replaced with a new rv lead. During the replacement procedure the physician placed the rv coil portion of the lead into the superior vena cava (svc) port and amidst all of that inadvertently backed the set screw out of the header so it wouldn't engage. The setscrew was able to be re-engage but physician had questions about the rv coil being placed into the svc port and how that would function. The physician was informed that the device will not be able to deliver therapy as there is no svc to can programmin g available. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.